Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a transient hyperglycemia to 245 mg/dl followed by a hypoglycemia to 67 mg/dl while using the ilet, after consuming unannounced carbohydrate snacks that preceded a rapid glucose rise and subsequent automated correction. Symptoms included none. Outcomes included self-recovery without outside medical care, with brief non-medical assistance provided out of kindness. Investigation included review of device-reported glucose trends and pump usage data, along with troubleshooting and education provided to the user regarding meal announcements for snack carbohydrates. Investigation of this case revealed a use-related issue consistent with unannounced carbohydrate intake leading to a rapid rise and subsequent automated correction, with no device alarms reported and no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error related to unannounced carbohydrate intake and not a device performance failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.